Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the an alert for a magnet reversion and inappropriate vf detection and therapy were noted on a patients device transmission. It was reported later that the patient had undergone back surgery on the date of the event and that the magnet had slipped causing the events.